Event description:
The cardiac physician was using the maquet endoscopic vessel harvesting system. During use the cautery function would not turn off. The cautery was replaced, and the physician stated that there was no harm to the patient.